Event description:
It was reported that the patient was unable to adjust stimulation and noticed she was starting to feel sore and tender. The display showed a "call your doctor" icon. A power-on-reset condition was reported. The por was not believed to be related to an overdischarge, and was believed to be an informational por that could be cleared. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient used their implantable neurostimulator (ins) 100% of the time. It was unclear if a power-on-reset (por) condition had occurred on the patient's ins. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3986a, lot # n116391, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension patient. (B)(4).